Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there is a small mark at the optic haptic junction of the trailing haptic. The lens was fully inserted and remain in the eye. No delay in procedure was reported and no medical or surgical interventions required. No impact on daily activities reported and the patient has fully recovered. No further information available.